Event description:
It was reported that prior to use the catheter tip was discovered to be damaged with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: before using catheter, customer confirmed that tip of catheter isn't smooth.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection of the photo, no abnormality could be observed; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, no root cause could be determined due to no abnormality observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the catheter tip was discovered to be damaged with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: before using catheter, customer confirmed that tip of catheter isn't smooth.